Event description:
Terumo medical corporation received the following information: it was reported that before priming, since a tube was disconnected from the three-way stopcock, it was reconnected but the lure lock did not engage. Therefore, another stopcock was replaced with and used. It could be connected without any issues. The procedure outcome was not reported. There was no harm to the patient reported.

Manufacturer narrative:
. E3: occupation: clinical engineer g4: 510(k) no.: k130520 visual inspection of the actual device upon receipt - no anomaly such as damage was found. Microscopic inspection of the actual device - no anomalies such as deformation leading to poor fitting of the lure lock were found. Leak test - the male connector of the actual device was fitted with the factory-retained female connector, and as a result of confirming the fitting condition, no spinning or disconnection of the lock adapter was observed. Subsequently, after injecting colored saline solution with a syringe and applying a pressure of approximately 300 mmhg with the cock of the three-way stopcock closed, no leaks were observed. The manufacturing record and the shipping inspection record of the actual device - no anomaly was found. Past complaint file of the involved product code/lot - no other similar report was found. Based on the investigation results, no anomalies were found in the manufacturing records, and no damage leading to leaks or poor fitting was observed on the actual device. Relevant IFU reference: - do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. - if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.